Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("breaks of coils & embedded in uterus/ during salpingectomy surgery uterine tissue was removed and found to be containing pieces of the essure device/ device breakage"), embedded device ("breaks of coils & embedded in uterus") and seizure ("seizures") in a 37-year-old female patient who had essure (batch no. A67108 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gluten intolerance and human papilloma virus infection. Concurrent conditions included body mass index normal, migraine since 1992 and psychic disturbance. Concomitant products included alprazolam from 2006 to 2014 for anxiety, fluoxetine since 2006 to (B)(6) 2013 for depression as well as cetirizine hydrochloride (zyrtec) since 2016, colestyramine (cholestyramine) since 2015, escitalopram since 2015, marvelon (mircette) and multivitamin since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("vaginal pain (sharp stabbing)") and ovulation pain ("abdomen pain/ cramping during ovulation"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged periods/ heavy periods"), night sweats ("severe night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and hot flush ("hot flashes/ severe hot flashes"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression/ mild depression escalated to moderate"), anxiety ("anxiety/ severe mild anxiety escalated to severe anxiety"), rash ("rashes on buttock"), tooth disorder ("dental problems"), vision blurred ("blurry vision"), irritable bowel syndrome ("severe ibs/ ibs") with abdominal distension and panic disorder ("panic disorder"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping/ severe cramping with menses/ dysmenorrhoea (cramping)"), skin exfoliation ("flaky scalp"), visual impairment ("worsen vision") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, embedded device, seizure, vaginal haemorrhage, female sexual dysfunction, skin exfoliation, tooth disorder, dyspareunia, vaginal discharge, vision blurred, visual impairment, fatigue, weight increased, alopecia, vulvovaginal pain, ovulation pain and panic disorder outcome was unknown, the dysmenorrhoea, menorrhagia, night sweats, rash, irritable bowel syndrome, diarrhoea and hot flush had resolved and the depression and anxiety had not resolved. The reporter considered alopecia, anxiety, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hot flush, irritable bowel syndrome, menorrhagia, night sweats, ovulation pain, panic disorder, pelvic pain, rash, seizure, skin exfoliation, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: there were 7 coils noted on the right side and 3 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: tubes were completely blocked. Current weight: 203 lbs. Approximate weight at the time of essure placement: 156 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("breaks of coils & embedded in uterus"), embedded device ("breaks of coils & embedded in uterus") and seizure ("seizures") in a 37-year-old female patient who had essure (batch no. A67108) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gluten intolerance and human papilloma virus infection. Concurrent conditions included body mass index normal and migraine since 1992. Concomitant products included alprazolam from 2006 to 2014 for anxiety, fluoxetine since 2006 to december 2013 for depression as well as cetirizine hydrochloride (zyrtec) since 2016, colestyramine (cholestyramine) since 2015, escitalopram since 2015 and multivitamin since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced menorrhagia ("prolonged periods/ heavy periods"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and hot flush ("hot flashes"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), rash ("rashes on buttuok"), tooth disorder ("dental problems"), vision blurred ("blurry vision"), irritable bowel syndrome ("severe ibs") with abdominal distension and panic disorder ("panic disorder"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping/ severe cramping with menses/ dysmenorrhoea (cramping)"), night sweats ("severe night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin exfoliation ("flaky scalp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("worsen vision"), vulvovaginal pain ("vaginal pain (sharp stabbing)"), diarrhoea ("diarrhea") and ovulation pain ("abdomen pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, embedded device, seizure, vaginal haemorrhage, female sexual dysfunction, skin exfoliation, tooth disorder, dyspareunia, vaginal discharge, vision blurred, visual impairment, fatigue, weight increased, alopecia, vulvovaginal pain, ovulation pain and panic disorder outcome was unknown, the dysmenorrhoea, menorrhagia, night sweats, rash, irritable bowel syndrome, diarrhoea and hot flush had resolved and the depression and anxiety had not resolved. The reporter considered alopecia, anxiety, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hot flush, irritable bowel syndrome, menorrhagia, night sweats, ovulation pain, panic disorder, pelvic pain, rash, seizure, skin exfoliation, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: there were 7 coils noted on the right side and 3 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: tubes were completely blocked. Current weight: 203 lbs. Approximate weight at the time of essure placement: 156 lbs. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics and concomitant medications added. Essure lot number and indication added. New events device breakage with center and both sides abdomen pain, embedded in uterus, severe sweats, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), depression, anxiety, panic disorder, rashes on buttock, flaky scalp, dental problems, seizures, device breakage, dyspareunia (painful sexual intercourse), vaginal discharge, blurry, worsen vision, fatigue, weight gain, severe ibs with bloated abdomen, hair loss, vaginal pain, diarrhea and hot flashes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ sore'), device breakage ('breaks of coils & embedded in uterus/ during salpingectomy surgery uterine tissue was removed and found to be containing pieces of the essure device/ device breakage'), embedded device ('breaks of coils & embedded in uterus') and seizure ('seizures') in a 37-year-old female patient who had essure (batch no. A67108 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gluten intolerance and human papilloma virus infection. Concurrent conditions included migraine since 1992, body mass index normal and psychic disturbance. Concomitant products included alprazolam from 2006 to 2014 for anxiety, fluoxetine since 2006 to (B)(6) 2013 for depression as well as anti allergic agents since 2016, colestyramine (cholestyramine) since 2015, desogestrel;ethinylestradiol (mircette), escitalopram since 2015 and multivitamin since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("vaginal pain (sharp stabbing)") and ovulation pain ("abdomen pain/ cramping during ovulation"), 2 days after insertion of essure. In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged periods/ heavy periods"), night sweats ("severe night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ tired"), alopecia ("hair loss") and hot flush ("hot flashes/ severe hot flashes") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression/ mild depression escalated to moderate"), anxiety ("anxiety/ severe mild anxiety escalated to severe anxiety"), rash ("rashes on buttuok/ skin rash"), tooth disorder ("dental problems"), vision blurred ("blurry vision"), irritable bowel syndrome ("severe ibs/ ibs") with abdominal distension and panic disorder ("panic disorder"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping/ severe cramping with menses/ dysmenorrhoea (cramping)"), skin exfoliation ("flaky scalp"), visual impairment ("worsen vision"), diarrhoea ("diarrhea"), back pain ("pain is more like a bad back day "), bronchitis ("bronchitis"), sneezing ("when sneezing fir started"), spinal compression fracture ("compression fracture in the lumbar area of spine"), loss of consciousness ("I lost consciousness"), contusion ("I'm pretty bruised") and blood loss anaemia ("I've developed menstrual anemia") and was found to have cortisol increased ("my cortisol levels where too high for too long"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, embedded device, seizure, vaginal haemorrhage, female sexual dysfunction, skin exfoliation, tooth disorder, dyspareunia, vaginal discharge, vision blurred, visual impairment, fatigue, weight increased, alopecia, vulvovaginal pain, ovulation pain, panic disorder, back pain, bronchitis, cortisol increased, sneezing, spinal compression fracture, loss of consciousness, contusion and blood loss anaemia outcome was unknown, the dysmenorrhoea, menorrhagia, night sweats, rash, irritable bowel syndrome, diarrhoea and hot flush had resolved and the depression and anxiety had not resolved. The reporter considered alopecia, anxiety, back pain, blood loss anaemia, bronchitis, contusion, cortisol increased, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hot flush, irritable bowel syndrome, loss of consciousness, menorrhagia, night sweats, ovulation pain, panic disorder, pelvic pain, rash, seizure, skin exfoliation, sneezing, spinal compression fracture, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: there were 7 coils noted on the right side and 3 coils noted on the left side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: tubes were completely blocked. Current weight: 203 lbs approximate weight at the time of essure placement: 156 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. New events: bronchitis, cortisol high, sneezing, lumbar spine compression fracture, loss of consciousness, bruising, blood loss anemia were added. New reporter added. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping") and menorrhagia ("prolonged periods"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.